Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2002. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures, including a pelvicol implantation on (B)(6) 2006. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Resubmission with the correct file number. Date sent to the FDA: 01/05/2017. It was reported that patient underwent mesh revision on (B)(6) 2005 by (B)(6). On (B)(6) 2006 pt underwent vaginal exploration with removal of infected dermal sling. On (B)(6) 2007 diagnostic laparoscopy, lysis of adhesions, removal of foreign body (gor-tex mesh) by dr. (B)(6). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.